Event description:
Caller states patient tested 3.5 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.